Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a though evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Electro-cautery damage was found with melted insulation 182 mm from the terminal pin. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, and electrode tip found no anomalies that would have caused or contributed to the clinical observations.

Event description:
The right ventricular (rv) lead was returned to boston scientific for analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to dislodgement. A new right ventricular lead was successfully implanted. No adverse patient effects reported.